Event description:
It was learned via the implant patient registry that a patient with a 21mm 3000 pericardial aortic valve was explanted after an implant duration of three (3) years, three (3) months due to patient-prosthesis mismatch. Per the records: the patient underwent a redo minimally invasive avr, during the dissection of the ascending aorta a tear was created near the aortic root in the aorta. Cpb was initiated and converted to a full sternotomy to repair the aortic tear and unfortunately repair of a rv laceration. The valve was excised with some difficulty and replaced with a 23mm 3300tfx pericardial valve. The valve seated-well. Echo showed good left ventricle function with no evidence of pvl. There was poor rv function, coagulopathy, and hypotension. The patent was placed on va-ECMO/impella and transferred to the ICU in critical condition. Postoperatively the patient had complications of postcardiotomy shock, cardiac tamponade, abdominal compartment syndrome, emergent laparotomy, and renal failure. On pod#7, he was taken to the or, decannulated from ECMO, and placed on rvad. On pod # 17, CT of the head showed subarachnoid hemorrhage. Over the next several days the patient continued to deteriorate and arrested. He was made dnr, and despite heroic efforts the patient expired on pod #19.

Manufacturer narrative:
Updated: b4, b5, b7, f10, h6.

Manufacturer narrative:
Updated: b4, g4, h6

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a patient with a 21mm 3000 pericardial aortic valve has undergone a valve replacement procedure after an implant duration of three (3) years, three (3) months due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx pericardial valve. The patient was noted to be in recovery post procedure.